Event description:
Two pts samples with discrepant results. Pt 1, in 2008 initial total psa resulted at 0.010 ng/ml. A second sample from the same pt tested five days later, gave 18.41 ng/ml. Original sample repeated the same day, gave result of 16.72 ng/ml. Pt 2, one day earlierk, initial free psa resulted at 10.88 ng/ml; repeat three days later, gave 0.655 ng/ml. No adverse events reported in association with the incorrect results. The field service representative was unable to determine root cause. Performance tests were performed which were within specifications.